Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in germany. The device will not be returned for analysis as its location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that following surgical fixation of a subtrochanteric femoral fracture using a proximal femoral nail, the patient presented with pain approximately eight (8) weeks post-implantation, where imaging revealed a broken nail. The patient subsequently underwent explantation of the device with reosteosynthesis. Attempts have been made and no further information has been provided.